Event description:
Wheelchair issued by (B)(6) under auspices of (B)(6) completely collapsed due to metal fatigue (shearing) while individual was still in it. Notified corporate and sent pictures of wheelchair detailing structural breakdown. Repeated calls both nationally and locally have produced no answers. No one will take the calls or return messages. This company is billing (B)(6) every month for a totally defective piece of equipment. May be hundreds or thousands of similar incidents which should constitute (B)(6). Rehab medical is "stonewalling" and needs to be dealt with on a federal level before the issue is brought before congress as another bad example of taxpayer waste.